Event description:
Second degree burns on the left gluteus in 3 areas. Pattern appears to correspond to spacing of electrodes on stimwear, an electrode garment for use with the ergys. Most severe burn located in anal cleft. Therapist observed nothing out of the ordinary during session. Therapist noted that ergys ride was strong. Therapist did not notice if the garment was out of place at the end of session.